Event description:
The following has been reported: the event took place on september 9. The patient had severe hypocalcemia, which made it necessary to take him to the emergency room of the chuv (hospital) before he could return to the department where he was hospitalized. Additional info, per facility: ""in fact, we ask you to check the device to make sure that the infusion starts correctly. We don't know what the cause of this major hypocalcemia is, so we're investigating all possibilities: that's why we've also had the optia machine used in the procedure overhauled. We'd had no problems with the syringe pump before. We have to prove that all our devices work perfectly for our quality procedure."" Reporting as a conservative measure. More information is needed to complete the investigation.